Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion. Dfu-0362-eo. 4. Swivelock only: during anchor insertion, ensure that the angle of the anchor insertion is coaxial to that of the previously prepared bone socket. 7. Swivelock only: do not use excessive force when inserting the eyelet into bone to avoid device damage. If device is not advancing after repeated malleting, a pilot hole should be created. If the eyelet becomes unusable after repeated malleting, discard it and use a new implant. 8. Ensure that the angle of anchor insertion is perpendicular to the bone.

Event description:
On 08/22/2025, a sales representative reported via email that three ar-2324bcsp biocomposite swivelock anchors experienced cracking when attempting to advance the screw. As a result, they opened three more ar-2324bcsp biocomposite swivelock anchors from lot 15419013 and got similar results. The case was completed without complications using an alternative ar-2324bcsp biocomposite swivelock anchor from a different lot. This issue was identified during a rotator cuff repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 08/27/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.